Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the battery fails to pass load test. There was no adverse patient impact reported.